Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 95% stenosed, 3mm, heavily calcified left anterior descending artery (lad). Three treatments were performed on low speed via retrograde. Following the oad being advanced towards the proximal lesion using glideassist, the patient's condition began to deteriorate. Diagnostic imaging was performed and revealed a dissection in the distal lesion. The oad was removed and the viperwire advance guide wire remained in the vessel. A non-csi guide wire was used as a workhorse. Following balloon angioplasty and stent placement, a perforation was observed. The patient's condition continued to worsen. Another physician assisted with intervention to resolve the intervention, however, the patient expired.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).